Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose level ranging from 421-422mg/dl with small ketones. The customer administered a manual insulin injection prior to being hospitalized to resolve the reported issue. Additional treatment in the hospital was not provided. The customer was released from the emergency room (ER) on (B)(6) 2023 with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.